Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of four opt bl vp v2 tmm shrt w/fx opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was cut on instruments one and two. The photographs confirm this condition. Each envelope seal was intact. Each device passed an air leak test. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cut circular seal. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened amended as appropriate.

Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a lavh procedure, 4 hours after starting to use, a strange sound was heard from the one of the trocars. No patient harm. The person in charge did not know which devices made noise, all devices used on the same day were sent for investigation. Three upper seals have cracks and the two lower ones have little spaces. The seals also leaked air.